Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and after reset cgm error did not appear again, with no further actions reported.